Event description:
Customer reported that the display of their freestyle flash blood glucose monitor was fading, and the customer was not able to see their glucose results properly. The customer then reported feeling weak and driving to an emergency room. Customer was diagnosed with hyperglycemia; exact treatment used to stabilize glucose levels in unknown.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.